Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that on the second firing, the staples malformed (staple on staple). A new device was used to complete the case. There was no patient consequence.